Event description:
It was reported that this lead was attempted implant. During the procedure, it was noted that the device header was tight and there was difficulty inserting the lead. Subsequently a new lead was successfully implanted and connected to the device with all appropriate lead measurements. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains correction in section e1 initial reporter country and section g2 report source.

Event description:
It was reported that this lead was attempted implant. During the procedure, it was noted that the device header was tight and there was difficulty inserting the lead. Subsequently a new lead was successfully implanted and connected to the device with all appropriate lead measurements. No additional patient adverse effects were reported.